Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that ophthalmic gas that was used during surgery appears to be dissipating or weakening more quickly postoperatively. Procedure details and patient impact information is unknown. Additional information has been requested.